Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage check test passed. The system air leak test passed. Force gauge test passed. Valve actuation test passed. Teach pump test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to reports that the liberty select cycler was having a blank screen during an unknown phase/cycle of dialysis. Pressing the ok and stop keys, or touching the screen, had no effect. The ok and stop keys lit up after a reboot, but the screen remained blank. Prior to the call, the pdrn had the patient unplug and re-plug the power cord from both the back of the cycler and the outlet. The reported issue was not a result of the supplies. The fresenius technical support representative advised to discontinue use of this cycler and replaced the cycler due to the blank screen. The patient was advised to send back the cycler with the cassette in the door since it could not be opened. At least one full treatment (tx) has been completed with this cycler, and the issue did not occur prior to the first tx being completed, so this is not an out-of-box failure. The patient will not perform capd/manuals. The estimated time of arrival (eta) for the new cycler was (B)(6) 2025, and a pick-up was scheduled for (B)(6) 2025. Upon follow up, it was confirmed that the patient was able complete treatment on the reported day and on the following day. The patient stated there were no other issue related to the blank screen, no sparks, smoke or burning smell. The patient received the new cycler and stated the old cycler ready to be picked up today. There were no patient adverse effects or medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.